Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopically assisted total gastrectomy. According to the reporter: the anvil was inserted orally, but it could not be connected to the device. Converted to open surgery and then the anvil head of the (B)(4) was used for the anastomosis. Oozing was under 200cc. Nothing fell into the patient cavity. The operative time was extended more than 30 minutes.